Event description:
An ambulance medic attempted to administer a defibrillator shock to a patient diagnosed in ventricular fibrillation using the device. The medic reported that the defibrillator continued to charge above the selected energy level and subsequently heard a loud noise from the device. Use of the device was abandoned and an automated external defibrillator was made available and used to continue treatment of the patient. The patient was not resuscitated. The reporter did not think the patient's outcome was adversely affected by the device.

Manufacturer narrative:
Medtronic continues to investigate the reported event.